Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR. ID#: 2134265-2011-00566. It was reported that post a stenting treatment procedure, stent thrombosis occurred. At the index procedure, the patient had an unknown size taxus express2 stent implanted in the posterior descending coronary artery and an unknown size taxus express2 stent implanted in the obtuse marginal coronary artery. (B)(6) 2006, the patient experienced stent thrombosis that required medical intervention. Thrombosis was identified in the two previously placed taxus express2 stents in addition to a third non bsc drug eluting stent that was implanted in the left anterior descending coronary artery.